Event description:
Since I started the medtronic 670g insulin pump system in (B)(6) 2018, one out of every four blood glucose sensors has failed to connect with the pump. While the company has replaced these regularly, it suggest to me that there is a problem with either the device design or manufacturing. I am a physician who regularly prescribes insulin pumps to patients. My concern is most patients' experience is similarly to my own, but they are unaware that medtronic will replace the bad sensors. Already, this has led to several patients during without sensors for extended periods of time as their insurance will not cover additional sensors or early refill. I am also concerned that the company is turning out so many bad sensors and with the resupply problem taken into account, this has a very high potential to lead to significant morbidity, if not mortality, in high risk patients. Company literature and marketing suggests you have to calibrate the system three times daily. My last download of information from my personal system showed average of 5.2 calibrations per day and 8.2 blood glucose readings per day. Easy addition shows that I am manually checking my blood sugar to maintain "auto" mode 13.4 times per day. The problem is no insurance covers that many blood glucose checking strips per day. This leaves the patient not running in "auto" mode simply from running out of strips or paying pharmacy retail prices for more strips to try to maintain adequate control. While the company appears aware of this, they offer platitudes, no solutions or blame the patient for a very inherent problem with the system. This is, in my opinion, false advertising to lure the patient into purchasing a new system. I have spoken with several employees of the company and got no solutions.